Manufacturer narrative:
The instrument qc, calibration, and maintenance were satisfactory. Therefore a general reagent issue could be ruled out. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable bilt3 bilirubin total gen.3 result for one neonatal patient from the cobas integra 400 plus. The initial result was 19.26 mg/dl and was "completed". Per the doctor's instruction, the sample was repeated and the result was 9.22 mg/dl. The repeat result from a cobas 6000 analyzer was 8.99 mg/dl. The reagent lot number was 47994101 with an expiration date of 30-nov-2021.

Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.